Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught fire while in patient use. The patient expired from her injuries. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly caught fire while in patient use. The patient expired from her injuries. The device is not returning to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.